Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with the ¿hole¿ to be consistent with a poke or cut into the silicone. The shell walls along the hole were found to be consistent in thickness. Therefore, there is no evidence of a thin spot that could have resulted in an aneurism/popping of the shell. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side deflated/ruptured tissue expander.